Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that a couple of weeks before this report, while the patient tried to prepare for the insertion process, the infusion set detached. No further information available.